Event description:
It was reported that the ventricular port on the external pulse generator (epg) would not hold a lead. It was also reported the ven tricular port does not retain the patient cable. This was discovered during semi-annual product maintenance (pm) testing. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the ventricular port does not retain the patient cable due to a piece of plastic stuck in the output connector. Analysis also found the lower case and side bail covers are broken. Heart block, lead flex cover, and heart wire contacts are contaminated. (B)(4).